Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and incontinence ("incontinence") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the abdominal pain lower and incontinence had resolved and the migraine, bladder disorder, urinary tract disorder, fatigue, weight increased, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, fatigue, incontinence, migraine, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2008 and insertion date 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added . Medical history and lab data added. Event injury to herself deleted and new events lower abdomen pain, migraines / headaches, bladder disorder, urinary problems, fatigue, weight gain / loss specify which one: weight gain, bladder infection, urinary tract infection, vaginal infection and incontinence added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), incontinence ("incontinence"), pelvic pain ("pelvic pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, bladder disorder, urinary tract disorder, urinary tract infection and incontinence had resolved and the migraine, fatigue, weight increased, cystitis, vaginal infection, pelvic pain, back pain, dysmenorrhoea, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, headache, incontinence, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2008 and insertion date 2014. She had received treatment for following events" pelvic pain, abdominal pain, back pain, other, dysmenorrhea(cramping), utl (urinary tract infection), urinary problems, migraine, headaches, weight gain, fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Events¿ pelvic pain , abdominal pain, back pain, dysmenorrhea (cramping) and headaches¿ were added. Reporter information, essure insertion date (updated) and essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.